Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc provided the customer "customer bulletin 2011-07" which explains to use interpretation field for the lis (B)(6) reporting: "the interpretation results from the (B)(6) assay shown on the lis may be inconsistent with the sample results shown on the system. Some lis systems do not use the interpretation values, and instead use the index or concentration values to apply their own interpretation value to the sample result. Siemens does not support this process because it may result in an incorrect interpretation by the lis. The system performs an initial check against an rlu cutoff that cannot be performed by the lis system." The customer stated they will be contacting their lis vendor to use (B)(6) interpretation for result reporting. The cause of the (B)(6) results not matching is due to a configuration issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Laboratory information system (lis) and (B)(6) results were not matching on their advia centaur xp instrument. The customer received a (B)(6) result of "re-dilute 1:50". The customer repeated the sample and received "(B)(6)". The lis reported out a result of confirmed (130). The results were not reported out to the physician(s). Additional repeat testing was not performed. There are no known reports of patient intervention or adverse health consequences due to the laboratory information system and (B)(6) results not matching.